Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon reported ball tip broke off end of probe during normal use. Another probe was opened, tip was retrieved and no unaccounted fragments. Customer reference/po/service: (B)(4). Was surgery delayed due to the reported event? No. Action taken when event occurred? Opened a second package. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The probe is broken at its distal tip. The ball at the end of the probe is missing. The probe was measured, and approximately 0.5cm of the tip excluding the ball was also missing. The distal end of the tip that broke off was not returned. Fracture analysis was subsequently performed on the broken device. Optical imaging of the fractured surface of the device reveals a rough surface. This indicates a single, sharp, heavy load being placed on the tip. No material defects of other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the tip of the device breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is static overload failure due to a single, sudden, unexpectedly high force placed on the tip. It has also been noted that wear may be a factor, as the device is upwards of 12 years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.